Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from an undefined area. The customer was able to load a new cartridge to address the issue. Customer reported a blood glucose level (bg) of "high"; reportedly customer administered a correction bolus and correction injection to address elevated bg.